Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing a blood glucose value of 50 mg/dl. Troubleshooting was declined for the low blood glucose. The customer also reported that there was blood at the sensor site. The sensor will be returned for analysis and a replacement sensor will be sent to the customer.